Event description:
Event description guidant received information that following an elective 50 j external cardioversion for atrial fibrillation, this implantable cardioverter defibrillator (ICD) exhibited a loss of sensing and ventricular capture. The loss of sensing and capture was permanent; however, the patient was not symptomatic. The pacing lead impedance dropped from 330 ohms to 200 ohms. Device interrogation did not reveal any fault or error codes. A manual capacitor reformation was performed, the device was re-interrogated without a change in sensing and capture. Pocket manipulation resulted in appropriate sensing and pacing.